Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of intermittent capture. No intervention was performed. There were no patient consequences.